Manufacturer narrative:
H10: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 129111 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-000 / lot: 129111, test base part number 195-430h / lot: 126626. The lot met the required release specifications. The current overall incident rate for false negative patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is (B)(4). The current overall incident rate for false positive patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient samples. In the report provided by the customer, it was noted that asymptomatic patients were tested. According to the intended use section of the package insert, the binaxnow covid-19 ag card is intended for the qualitative detection of nucleocapsid protein antigen from sars-cov-2 in direct anterior nasal (nares) swabs from individuals suspected of covid-19 by their healthcare provider within the first seven days of symptom onset.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Reference MFR. Reports: 1121359-2021-00697, 1221359-2021-00712, 1221359-2021-00713 , 1221359-2021-00714, 1221359-2021-00716, 1221359-2021-00717, 1221359-2021-00718, 1221359-2021-00719.

Event description:
The customer reported nine false positive test results with a binaxnow covid-19 ag test assay. Repeat testing was not performed. This report addresses one of nine on a direct tested kitted nasal swab performed on date unknown.  Repeat testing was not performed. Confirmation testing with pcr generated negative results (CT values not provided). The customer does not specify whether the patient was symptomatic or not. Patient was a child. The impact on patient was potential lost time at work/school due to the test results. No delay in treatment was reported. Positive results are indicative of the presence of sars-cov-2 rna; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Positive results do not rule out bacterial infection or co-infection with other viruses. Due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.